Manufacturer narrative:
Boston scientific technical services (ts) discussed that the higher outputs related to automatic capture was likely the cause of the replacement indicator. A review of the patient data indicated that the patient has atrial flutter (af) with right ventricular (rv) sensing and also has a lot of premature ventricular contractions (pvc's). The device was likely operating in retry parameters due to fusion. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker displayed end of life (eol) sooner than expected. Approximately six months ago, there were approximately 1.5 years until elective replacement time (ert). Automatic capture had been programmed on and was currently programmed at 5.0 volts. Pacing threshold measurements were less than 1 volt. A device replacement procedure was scheduled.

Manufacturer narrative:
Additional information received from the local filed representative indicated that the device was sent home with the patient and will not be returned for analysis. It was also reported that the premature declaration of eol was related to the device programming at max outputs. No additional information is available at this time. If additional information becomes available this report will be updated.